Manufacturer narrative:
No further information available on patient identity or details of lifevest equipment. Reporting out of an abundance of caution.

Event description:
An internet blog alleges that a patient passed away on (B)(6) 2025 while wearing the lifevest. The lifevest was alarming when the patient was found by a family member at the patient¿s home. It was also reported in the blog that the patient had heart failure for two to three years and was hospitalized and released from the hospital on (B)(6) 2025. No further details are available related to this adverse event. Reporting out of an abundance of caution.